Manufacturer narrative:
(B)(4). It was reported that the patient was not hospitalized (previously reported as hospitalized) for the event of peritonitis. It was reported that the treatment with antibiotics vancomycin and meropenem was ongoing. The patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with an intraperitoneal (ip) injection (inj) of vancomycin (2 gm, stat repeated every 3rd day), meropenem ip (2 gm daily up 14 days) and heparin ip (2 ml every exchange) for peritonitis. At the time of this report, it was unknown if the patient recovered from the event of peritonitis. The action taken with dianeal therapy was unknown. Additional information was not available.